Manufacturer narrative:
Qn #(B)(4). The customer did not return a complaint sample; however, they supplied two photos showing a dilator. Visual analysis revealed that the dilator tip was split/frayed. A device history record review was performed with no evidence to suggest a manufacturing related cause. The IFU provided with the kit informs the user, "use vessel dilator to enlarge site as required. Warning: do not leave vessel dilator in place as an indwelling catheter to minimize the risk of possible vessel wall perforation". The report of a damaged dilator tip was confirmed through complaint investigation. Visual analysis of the customer photos revealed that the dilator tip was split/frayed; however, the actual dilator was not returned for analysis. The probable cause of the damage to the dilator tip could not be determined based upon the information provided and without the actual complaint sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "during canalization of the peripheral central venous catheter, the dilator showed resistance to enter the skin. It could not be done and when removing the dilator, it was observed that the tip was open." No patient harm reported. A new device was obtained for use. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "during canalization of the peripheral central venous catheter, the dilator showed resistance to enter the skin. It could not be done and when removing the dilator, it was observed that the tip was open." No patient harm reported. A new device was obtained for use. The patient's condition is reported as fine.